Event description:
It was reported that the fowler could not be placed in the lowest, flat position. It was reported that the unit did not appear to have any external damage.

Manufacturer narrative:
Motor shaft holes elongated and fowler litter buckled. Motor mount assembly bent.